Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was found abnormal, and the unit was displaying a b39 error code due to a faulty printed circuit board. Additionally, the output interface of the printed circuit board was found loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis lucera elite video system center, the unit was experiencing an image problem. This event had no patient involvement. During the device evaluation, it was discovered that the image was abnormal and a b39 error was displayed. This report is being submitted to capture the abnormal image and b39 error code confirmed during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b39 occurred due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.